Event description:
During ptca procedure involving a calcified and 95% stenotic lesion, the balloon ruptured at 14 atm's on the first inflation. The types and sizes of introducer sheath, guide wire, guide catheter and inflation device used in this case are unknown. No patient injuries or complications were reported.